Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Litigation received alleges patient had pain and high concentrations of various metallic elements in blood after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to mechanical failure, cloudy joint fluid with particulate matter, a thickened, shiny and epithelialized posterior capsule, and proteinaceous and necrotic tissue. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain. Findings showed abnormal tissue changes and signs of an adverse response. The cup showed no signs of bony ingrowth.